Manufacturer narrative:
Correction: f2: per email received from the FDA on 11dec2020, a correction is being submitted for f2 as the initial MDR report inadvertently included the manufacture report no. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Na.

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced vaginal pain, pelvic pain, thinning area of the vaginal mucosa, pulling of the left lateral aspect of the vaginal wall around the mesh, mesh excision, recurrent stress urinary incontinence, urethral hypermobility, intrinsic sphincter deficiency, defecatory disorder secondary to rectocele. She has required one surgical intervention.